Manufacturer narrative:
The end user replaced the adjustable pressure limiting valve to resolve the issue. There was no ge healthcare repair. Block a: no patient information to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch mw5174582: "carestation 650 adjustable pressure limiting valve set at minimum and failed to release airway pressure in bag mode. Clinician had to disocnnect rebreathing bag to prevent potential barotrauma to patient during procedure. Hospital bio med team replaced the flapper valve and ran all diagnostic checks and all passed."